Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported critical pump error, flashing medtronic logo and blank display. The customer reported blood glucose value of 386 mg/dl and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-1884. Troubleshooting was partially performed for hyperglycemic event. Customer was experiencing hyperglycemia greater than 4 hours. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for critical pump error, and pump does not show signs of any damages. Customer was using the correct battery cap for the pump in use. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. Troubleshooting was partially performed for display issues. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No display anomaly-flashing mdt logo or display anomaly-blank display noted during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for no communication-between pump & xmtr due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded force sensor flex traces and corroded keypad flex traces. No damage noted on the pcba 2 or motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 16-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 16-jan-2026 in the pump history file and found 1 low battery alert (104) on 01/14/2026 15:34:00.000 and 1 pump error 35 on 01/16/2026 05:13:41.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Reviewed the pump detail trace file and found 1 pump error 35 on 01/15/2026 21:42:14.000. Found pump error 35 in the pump history file and in the pump detail trace file. The pump history file lists data on 11/27/2025 to 01/16/2026. On a related svn (B)(4), unable to perform the history review 1 week prior to the event date 21-aug-2025 in the pump history file due to no data available. On a related svn (B)(4), unable to perform the history review 1 week prior to the event date 24-oct-2025 in the pump history file due to no data available. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia) and low bgs. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Display anomaly-flashing mdt logo not confirmed. Display anomaly-blank display not confirmed. Alarm-aa99-critical pump error confirmed (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to corroded force sensor flex traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.